Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's ins did not seem to be working as well as it used to. They were having both anal and urine leakage. They went to their doctor and were advised to call the manufacturer representative to see if the ins needed to be replaced or reprogrammed. They had come up with a program, and believed they only had one program, but it was not working at all. At the beginning, they went through a bunch of programs, but only one was working. A therapy overview was reviewed and the patient was walked through connecting with the ins. They confirmed therapy was on at program 2, 2.2 volts. They had increased stimulation, but then it was "shocking and bothering" them, so they stated 2.2 volts was the highest setting they could increase to that was comfortable without feeling this. They changed to program 3 at 6.0 volts, and reported they were feeling a "strange sensation" in their bladder that felt like a burning sensation, and like dye was being injected. Stimulation expectations were reviewed. The agent tried to clarify if the patient was feeling stimulation in the bike seat area, and the patient stated, "I mean I guess, this is a very different sensation that I haven't had before." It was recommended they decrease stimulation to a comfortable level and follow up with their healthcare provider. It was inquired if the patient had any recent trauma to the implant site or falls, and they stated they did not know. They had fallen in the shower before. The role of the help line was reviewed, and they were redirected to their healthcare provider to discuss symptoms and therapy. They were at a healthcare provider appointment that day, and they were told to coordinate an appointment with a manufacturer representative to discuss programs. An email was sent to a representative per the patient's request to have them contact the patient. They provided the event date as "at least about eight months ago or longer" (year unknown). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included that they had surgery "since this ," and had the ins turned off for surgeries since then (no allegation related to device/therapy). It was not clear what the patient was referring to by this statement.